Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that when the customer connected the pump to a power source it became warm. There were no temperature alarms or alerts. The customer had also reported that an occlusion alarm was received. The customer's blood glucose (bg) was 290 mg/dl. The customer changed the supplies on the pump and a bolus of insulin was delivered to address the bg level. Tandem technical support was unable to troubleshoot for the reported occlusion as the supplies on the pump had been changed. The customer reported that the "paint around the rail" where the cartridge was loaded was corroding and it was somewhat difficult to load the cartridge.

Manufacturer narrative:
Device testing found no device issue related to the reported occlusion alarm and hot to touch.